Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated out of her fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: right coil had migrated out of fallopian tube. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2021: reporter and removal details added from mr. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.